Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder aneurism and migration in the rear tip extender area. During surgery, the cylinders and pump were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.